Event description:
It was reported that the original implantable neurostimulator (ins) was "too big" and "hurt." It was also noted that the patient pressed the "wrong button" and got shocked over a year ago. Refer to manufacturing report # 3004209178-2012-10399. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), product type extension product ID, 3031a lot# serial# (B)(4), product type programmer, patient. (B)(4).